Manufacturer narrative:
Due to human error (omission) the report was not submitted before the due date (oct 2nd) and is being submitted today (oct 5th). This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised for dislocation. Component not revised: profemur(r) proximal body: product ID: ppw39102, lot#: 018512131. Profemur(r) roughened distal stem, tapered: product ID: ppw38024, lot#: 058595581. Acetabular cup: product ID: pha06214, lot#: 078587703.